Manufacturer narrative:
Investigational summary: retain testing in qc was unable to produce amplification curves that crossed the threshold. Tss found that modification of analysis setting could reduce the occurrence of presumed false positives in the customers data.

Event description:
False positive: customer reported that high background is leading to fp lyra sars-cov-2.